Manufacturer narrative:
The full number for the product in question is bk020053 (1/27/2003). The immucor laboratory tested retention product on 03apr2017, which performed as expected. Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on 28mar2017, and determined that the instrument test well images in question were visually negative. An immucor field service engineer (fse) visited the customer site to assess the testing instrument on 28mar2017. The fse replaced the reagent probe assembly.

Event description:
On 27mar2017, a customer reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo neo instrument, when tested on (B)(6) 2017.